Manufacturer narrative:
Alleged failure: internal resistor for esst adapter detection causes poor contact and intermittent light out. [Update - loss of light for 20-30 seconds.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: bad reed switch in the safe light cable and/or loose wire connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.